Manufacturer narrative:
One 7f destino twist steerable guiding sheath was returned with the dilator. There were no other accessories. Blood was found on the sheath and dilator. Upon evaluation of the returned product, it was found that the sheath would not deflect when the deflection collar was rotated. When the handle was x-rayed, it was found that the pull wire had broken loose. Upon opening the handle, it was noted that the wire retainer was loose in the handle. The screw was not fastened enough to hold the wire and retainer in position. Per qa procedure destino steerable guiding sheath in-process and final inspection: sample size 100%. Using the deflection inspection fixture, verify the centerline of the sheath meets the applicable deflection criteria. Before to starting to deflect the unit please ensure that the distal tip of the sheath is aligned with the distal engraved line of the template. For unidirectional models, verify the deflection knob is set to 0. Place the deflection section of the device on the applicable template as shown in photos and deflect the device until the curve falls within the applicable deflection template. Verify the device can deflect to 170° (nominal 180° - 10°) on half the template. Inspection for obstruction: sample size: 100%. Wipe the tooling pin gauge of the appropriate french size with a clean lint free polywipe. Insert the tooling of appropriate size into proximal hubbed end of the shaft to assure inner lumen is free of any obstructs material. The tooling should pass smoothly without resistance thru the proximal end of the shaft all the way thru until it is protruding at distal tip. The instructions for use (IFU) informs the user: verify deflecting and straightening of the distal section of the steerable sheath using the handle of the sheath. Refer to deflecting and straightening the steerable sheath" for instructions. Never advance, torque, or withdraw sheath when resistance is met. Determine cause by fluoroscopy and then take remedial action. To ensure retention of the desired deflection position(s), avoid contact with the deflection collar that may cause the sheath to change deflection shape. Do not deflect the sheath with dilator or with the device inserted. Returned device analysis revealed the sheath did not deflect when the deflection collar was rotated. An x-ray was taken at that time, and it was discovered the pull wire was not attached securely by the wire retainer allowing it to dislodge from its position. In conclusion, the review of the device history records (DHR) did not identify any manufacturing anomalies of this type and passed all final testing prior to shipment. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report.

Event description:
The product was opened out of ovp (original packaging). During the attempt to perform the procedure, the sheath could not be steered. This type of sheath is used for special anatomies. It features a rotation/steering mechanism (external to the patient), which could not be activated or operated. As a result, the procedure could not be continued because vascular access could not be achieved. The initial access approach was via the groin. Procedure was repeated on (B)(6) 2026, under local anesthesia, via brachial access to reach the stenosed left avf using a co axial technique via the y graft.